Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported blocked cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 20 mmol/l while wearing the pod between 49 and 71 hours. During a bolus, the pod began to beep with an occlusion/blockage detected alarm. The pod was removed and discarded. Treatment information was not provided.

Manufacturer narrative:
Review of the complaint determined that the event does not meet reportability criteria. The device functioned as intended and no evidence of serious injury, risk of serious injury or reportable malfunction has occurred.